Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received on february 21, 2014 noted that the patient experienced pain due to eroded mesh and additional medical treatment and procedures.